Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed, in addition, the following reportable malfunctions were identified during the device evaluation: green screen display, component failure of the insertion section, the light guide bundle was interrupted and weakened, component failure of the light guide bundle. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name- (B)(6).

Event description:
It was reported that the subject device had color deviation. The event occurred during set up in room / before patient in room. There were no reports of patient harm.